Event description:
Boston scientific received information that this right ventricular lead displayed a high shock lead impedance measurement. This high shock lead impedance measurement was recorded during a device change out. No adverse patient effects were reported. Additional information received that the device was replaced for normal battery depletion. The shock impedance measurements with the new device was high which was 175 ohms however normal shock impedance measurements was achieved after switching off the electro cautery. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.